Event description:
It was reported that the stent fractured, and there was a pseudoaneurysm near the fracture area. A 7mm x 150mm x 130cm eluvia drug-eluting vascular stent system was implanted on 20-june-2024. The lesion was located from the inlet part of the superficial femoral artery (sfa) to the popliteal. During the routine follow-up a month and a half later on 05-august-2024, a halo sign was confirmed by echo examination. 6 months post procedure, a stent fracture was confirmed, and there was blood flow in the area where the halo sign was observed. The halo sign was located at the proximal portion of the stent fracture, not at the fracture part. The physician was of the opinion that a pseudoaneurysm may have occurred in the fracture area and that blood flow may have entered the halo sign area from there. Since it was difficult to place a stent graft, progress will be monitored. If the aneurysm enlarges, coil embolization or surgical treatment will be considered.